Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the spring tip was bent in several places and there was a kink approximately 210.5cm from the proximal end. The observed damages to the device most likely occurred as the device when resistance was encountered during use. The distal tip was not found to be fractured as reported and the solder tip was in good condition. Boston scientific has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
The physician encountered difficulty accessing the lesion with the device and withdrew the device from the patient. The physician attempted to reinsert the device into the microcatheter but was unable to do so as the distal tip fractured. There was no reported clinical consequence to the patient.

Event description:
The physician encountered difficulty accessing the lesion with the device and withdrew the device from the patient. The physician attempted to reinsert the device into the microcatheter but was unable to do so as the distal tip fractured. There was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4) - the reported tip break.